Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). The patient also underwent a revision surgery for a wound washout (specific date not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.